Manufacturer narrative:
(B)(4). Recall: 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported he was unable to communicate with the ipg using external devices. The issue was confirmed by the sjm representative. As such, the ipg was inoperable. Surgical intervention is planned to address the issue.